Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Type of procedure: cholecistectomy lap. Event description: it was used during a cholecistectoy lap, during the closure of cystic artery surgeon start to use the clip applier and the clip didn't come out normally, he squeeze the trigger but first time didn't come out, second time come out completely with not closing the duct as almost close but don't enough, the first time clip didn't come out, and the fourth come out irregularly additional information received via email from applied medical representative via email on 23jan24: the clips look like they almost closed, but did not close completely. The clips were placed on a vessel. The clips did not seat properly into the jaws. The surgeon fully skeletonized the vessel prior to using the clip applier and did not use the clip applier to skeletonize the vessel. The trigger was squeezed "plastic to plastic". The doctor said that was rigid and had to apply more strength. The tip of the clip remained open with the legs parallel. The clip applier is part of a kit with lot number 1493149 patient status: ok intervention: changing clip

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Type of procedure: cholecistectomy lap. Event description: it was used during a cholecistectoy lap, during the closure of cystic artery surgeon start to use the clip applier and the clip didn't come out normally, he sqeeze the trigger but first time ddnt come out, second time come out completely with not closimg the duct as almost close but don't enough, the first time clip didnt come out, and the fourth come out irregularly the clip applier is part of a kit with lot number 1493149. Patient status: ok. Intervention: changing clip.